Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition and low pacing impedance. Programming changes were made and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.